Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the that air ingression in to the pulmonary artery was noticed. This issue occurred during the implant procedure due to the leadless implantable pulse generator (ipg) delivery system being pulled back to the right atrium due to the patient's deep breathing and coughing. Therefore, once the patient is fully sedated and respiratory management were stabilized the delivery system could be inserted into the right ventricle. However, it was not sufficiently degassed during that time and the catheter was inserted, a large amount of air was introduced into the pulmonary artery. The ipg remains in use. No patient complications have been reported as a result of this event.